Manufacturer narrative:
Quality safety evaluation of ptc received on 09-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: an adult (>=18y & <65y) female patient had essure (fallopian tube occlusion insert) inserted and right coil perforated the uterus at the fundus was diagnosed. Essure was removed. The event is regarded as anticipated according to the reference safety information for essure. Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of uterine perforation were not known. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Event description:
This is a spontaneous case report received from a physician in united states on 17-nov-2016 which refers to a adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted about 3 years ago for permanent contraception. It was reported that patient was complaining of pain; right coil perforated the uterus at the fundus. On (B)(6) 2016 essure was removed. Company causality comment: an adult (>=18y & <65y) female patient had essure (fallopian tube occlusion insert) inserted and right coil perforated the uterus at the fundus was diagnosed. Essure was removed. The event is regarded as anticipated according to the reference safety information for essure. Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of uterine perforation were not known. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Further information and product technical analysis are being sought.

Manufacturer narrative:
On 28-feb-2017: follow-up attempts have been completed with no response to date. Company causality comment: an adult (>=18y & <65y) female patient had essure (fallopian tube occlusion insert) inserted and right coil perforated the uterus at the fundus was diagnosed. Essure was removed. The event is regarded as anticipated according to the reference safety information for essure. Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the exact date and mechanism of uterine perforation were not known. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.